Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient felt dizzy, emergency medical services (ems) was called and transported the patient to the hospital. The cgm displayed 120-130 mg/dl but the patient¿s bg was 68 mg/dl. The patient was treated with glucagon, an IV dextrose infusion and admitted to the hospital. It was not confirmed who called ems and when the cgm and bg values were taken, prior to or post-treatment by ems. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.